Event description:
It was reported that this right atrial (ra) lead exhibited shock impedance high out of range. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited shock impedance high out of range. The lead remains in service. No adverse patient effects were reported. Additional information obtained, the lead was explanted and replaced.